Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of issues connecting to 14v batteries was not confirmed. The returned heartmate 3 system controller (serial number: (B)(4)) was connected to a mock circulatory loop and functionally tested with a test power module and the controller operated the pump at the set speed without any issues or atypical alarms produced, including when the power cables were manipulated by hand. Evaluation of the power cables did not reveal any issues that would have resulted in the reported issue. The controller was also tested while connected to 14v batteries and no atypical alarms were produced. The relative state of charge and bus voltages were measured to be appropriate while performing power source exchanges in the mock circulatory loop. The system controller were also tested with multiple test battery clips and no resistance was encountered while connecting the power cables to the test clips each time. The reported issue was not reproduced during testing of the controller. The log file downloaded from the returned controller contained approximately 3 days of data ((B)(6) 2022 per the timestamp). The log file captured power cable disconnect alarm events associated with the patient exchanging power sources to a 14v battery and then immediately exchanging back to the power module; however, the alarms were associated with power source exchanges and the data during these events do not indicate an issue with the controller or the batteries. The driveline was disconnected on (B)(6) 2022 at 15:58:17 to exchange the system controller. The pump maintained a speed above the low speed limit while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. D) section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and low flow alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use (rev. C) section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook (rev. D) section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The heartmate 3 instructions for use (rev. C) states under the guidelines for power cable connectors section to ¿hand tighten the connector nut; do not use tools. Do not twist the connectors when turning the nut.¿ the heartmate 3 patient handbook (rev. D) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 21sep2022. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's primary controller was not connecting to battery power. The controller was exchanged.